Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sigma hp revision tc3 box trial was broken.

Manufacturer narrative:
Examination of the submitted device did not confirm the reported breakage, however, the jack pin is loose in a manner that would create problems in mating with the femoral trial component. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.